Event description:
The health care provider (hcp) reported via the company representative (rep) that lead side became damaged during the operation on (B)(6) 2016. No symptoms were reported. The indication for use included parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.